Manufacturer narrative:
Additional 510(k) number k013227.

Event description:
It was reported that implant ((B)(4)) was missing. It was also reported that the blister was correctly sealed and also the doctor was able to complete the procedure with another implant.

Manufacturer narrative:
(B)(4). One tapered screw vent implant package was returned for inspection. A visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: product packaging. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Review of the advance packaging step for this lot reveals that all packages examined passed visual examination. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore nonverifiable with the information provided. A singular cause cannot be determined. The following sections have been updated: (B)(4). Were re-entered as these fields are required.

Event description:
It was reported that implant (tsvwb11) was missing. It was also reported that the blister was correctly sealed and also the doctor was able to complete the procedure with another implant.